Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and a suture was used. Sutures were broken easily. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: one box (36) was constantly broken, 15 were discarded, and 21 were recovered. The following information was requested, but unavailable: -was surgery delayed due to the reported event? Unknown, -was procedure successfully completed? Unknown, -were fragments generated? Unknown, -if yes, were they removed easily without additional intervention? Unknown, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, -is the patient part of a clinical study: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when did the sutures break (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - please confirm, how many devices demonstrated the alleged deficiency? - were there patient consequences? If yes, please explain. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.